Event description:
It was reported that the patient's lead migrated after a fall. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure.